Event description:
It was reported that this patient was seen in the clinic and during a routine check there was high right ventricular (rv) thresholds measuring 7.5v. Additionally, pacing impedances measured 235 ohms. The patient's defibrillator therapies were disabled, and the patient was admitted to the hospital. The next day, a lead revision took place, and the lead was explanted and replaced successfully. No additional adverse patient effects were reported.

Event description:
It was reported that this patient was seen in the clinic and during a routine check there was high right ventricular (rv) thresholds measuring 7.5v. Additionally, pacing impedances measured 235 ohms. The patient's defibrillator therapies were disabled, and the patient was admitted to the hospital. The next day, a lead revision took place, and the lead was explanted and replaced successfully. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead found that the helix mechanism was retracted, and dried blood was noted in the helix housing. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.